Event description:
A report was received that the patient had pocket site irritation due to poor healing. The patient underwent a pocket revision wherein the ipg was relocated and the patient was doing well following the procedure.